Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device remains implanted and will not be returned. (B)(4).

Event description:
Clinical specialist (cs) reported a patient who an undergone a pocket revision due to pump extruding from the skin. An emergency revision was performed due to the pump extruding from the skin and "the entire cap sticking out." The physician made the pump pocket deeper, but the pump extruded a second time. During a second revision, the physician moved the pocket to the other side of the patient's abdomen. The patient currently has a infection, including fever and fluid collection, and is now in the hospital. The physician is going to test the fluid and if negative for csf, the pump will remain in and drains will be placed. Cs confirmed that the physician does not know why the patient is having healing issues.